Event description:
The customer reported a motor error alarm during normal use. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform a full functional test due to motor error alarm. Cracked case on lcd display window corners and cracked reservoir tube noted during visual inspection.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.